Event description:
Patient called lfs in 06/2003 alleging the ot ultra meter would not power on. Patient was experiencing symptoms of tiredness and nausea. Patient was unable to get the meter to work and felt high so patient guessed at the amount of insulin to take. No adverse event or serious injury reported. The issue was unresolved with troubleshooting. No further information has been reported.